Event description:
It was reported that during the post implant device check, a lead warning was observed due to the right ventricular lead having low impedance. A polarity switch had occurred and there was loss of capture in bipolar. Unipolar impedance measured higher than the bipolar impedance. The device was programmed to aair and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.